Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particles at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, they noticed the presence of fine white particles around the syringe. The customer elected not to use the syringe kit. No injury or adverse event was reported.

Manufacturer narrative:
Bayer radiology product analysis reviewed the photograph as well as the complaint details that were provided by the customer and confirmed the presence of a fine white particulate near the drip flange on the surface of the syringe assembly. Product analysis determined that, during shipping/handling, movement of the syringes against the tyvek cover caused adhesive material to flake off of the cover and settle on the surface of the syringe assembly. A 12 month review of complaint history determined the complaint rate to be (B)(4) complaints per million (cpm).